Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the flexible shaft, part. 352.040, lot 8185788, broke off during surgery. The broken reamer parts had no contact with the patient. The 08.07.13 broken part was retrieved but not sent for investigation. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
An additional evaluation on the product was completed: the device was received with one prong of the flexible shaft broken off. The measurable dimensions of the flexible shaft were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international stander for nitinol (55ni-45ti). The fracture face is homogenous which indicates material conformity. No product fault could be detected. Based on the complaint description the exact cause of this occurrence could not be determined. It is likely that a mechanical overload during use caused the breakage. The lot in question was manufactured in 2013 and there are no known product quality related issues. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. No product fault could be detected.

Manufacturer narrative:
Device was used for treatment, not diagnosis.